Manufacturer narrative:
Summary of investigation: there are six previous complaints of this code batch, for the same issue of which we manufactured and distributed in the market 12,096 units. There are no units in stock in b. Braun surgical's warehouse. We have received an open sample with the needle detached from the thread (thread is still wound on the pack). Moreover, considering that there are 6 previous complaints of this code-batch for the same issue, we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the open sample received shows that the needle escaped from the thread. Final conclusion: considering that the results of the sample received does not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that, upon opening the packaging, the needle and thread had already detached. The user noticed this while preparing it for the operation, there is no patient involvement.